Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cautery post of the permanent cautery spatula instrument was bent and not working. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a bent banana plug at the back of the chassis. Electrical continuity passed. Additional damages not reported by the customer were a broken ceramic sleeve, derailed cable, damaged distal idler pulley, and deep scratches on main tube. A small piece approximately 0.0640 of the ceramic sleeve was broken off: the broken piece was missing and not returned. At the distal clevis, the yaw cable was derailed off a damaged distal idler pulley. The cables were not frayed or broken but distal idler pulley exhibited indentations along the edges. The distal end of main tube had several scratch marks exhibiting light material removal and a rough surface finish. Scratches varied in length but no longer than 0.1765 and were not axially aligned with the tube. No other damage found. Evidence not conclusive, but damages to the banana plug, ceramic sleeve, pulley, and main tube likely may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint (bent banana plug) does not itself constitute a MDR reportable event; however, the damaged ceramic sleeve and main tube found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.